Event description:
It was reported that, "patient had a pca liner that showed wear, doctor replaced liner."

Manufacturer narrative:
Additional information has been requested, and if available, it will be submitted in the supplemental report.